Event description:
It was reported that the m300 reportedly discharged a patient while in use without the user initiating a patient discharge. There was no patient injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.